Manufacturer narrative:
The device was in use for treatment. The lead was actively implanted for approximately 9 years, 6 months. The right atrial lead was replaced with a competitor's lead, and was not returned for analysis. As a result, the allegations against this lead (went bad) cannot be confirmed. No adverse patient effects were reported. A review of the device history record identified one (1) reject during manufacturing for helix not functioning. A review of the complaints for this lot number found no additional complaints. Since the failure mode was not reported, a risk analysis nor a root cause can be determined. This lead is no longer manufactured and the last sale was in year 2009. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are entered in the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
Per the customers medical records department, the patient's husband called ((B)(6) 2016) to inform them that one of the leads (right atrial) implanted on (B)(6) 2001 went bad and was replaced with a competitor's lead on (B)(6) 2010. The device was replaced as well; a new competitor's pacemaker was implanted. The lead was actively implanted for approximately 9 years, 6 months.